Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited unspecified capture issue. The lead was capped and replaced on 12 feb 2024. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.